Event description:
The customer reported that the speaker function of their pump was not audible even though the settings for sound and vibration were turned on. No adverse impact to the customer¿s blood glucose level was noted during the issue. The customer continued to use the pump for insulin therapy.